Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose level ranged between 115-150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.